Event description:
According to the physician, this is not a complaint about hoya lens. Hoya files this report per procedure because the lens came in contact with patient's eye and was explanted. The physician reported as a user error because he/she had placed lens in eye, lens would not unfold and was explanted. There is no injury to patient.